Manufacturer narrative:
Product evaluation: the product was returned opened. The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. Both haptics are bent in the gusset and distal area. The optic is torn/split/cracked into two pieces. Iol product history records were reviewed and documentation indicates the product met release criteria. A used cartridge was returned. Viscoelastic was observed in the cartridge. The cartridge shows evidence it was placed into a handpiece. The tip has heavy stress lines and an aneurysm starting in the thick nozzle wall behind the parting line on the right side. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified product was indicated. The associated handpiece was not provided. It is unknown if a qualified product was used. Based on the information provided by the healthcare provider (hcp), the incorrect loading of the lens caused or contributed to the event. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. This type of damage typically occurs if the lens is not positioned correctly for advancement. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A lead technician reported that during an intraocular lens (iol) implant procedure, the lens was stuck in the cartridge. There was patient contact. Additional information was provided by the initial reporter, that in the surgeon's opinion, the loading of the lens incorrectly caused or contributed to the event.